Manufacturer narrative:
Update to h6- investigation conclusions.

Manufacturer narrative:
According to the customer, there have been multiple incidences where a "leakage" is occurring due to the "green piece" breaking on the IV. The customer reported when the incident occurs, they "attempt to save the line" but "up to 90%" of the devices that fail require a new IV to be inserted. The customer reported there has been no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there have been multiple incidences where a "leakage" is occurring due to the "green piece" breaking on the IV.